Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the clip would not open; the handle had broken. The physician completed the procedure with another of the same device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.